Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The patient connector is broken on the analyzer. No output due to the broken connector. Product ID: 2090 programmer 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported by a sales representative (sr) that while trying to pace a patient with the analyzer, pacing spikes were noted on the electrocardiogram (ECG) display and the pacing light-emitting diode (led's) were flashing, but there was no output or rv pacing.the lab had to pace the patient externally until the physician could hook the old device back up. The sr then pulled another programmer and used that for the case. The sr used the same cables and adapter, so that was not part of the issue. It was also reported the programmer analyzer failed during a generator change. No output in the right ventricular channel. The analyzer was returned for repair and analysis. No patient complications have been reported as a result of this event.